Event description:
A 20 infusion pumps were inspected in two different areas. Four modules and one pump control unit (pcu) were found to be defective. The units were pulled, repaired and returned to service. Five units with minor corrosion (2 modules and 3 pcus) were found. The corrosion was removed and the units placed back into service.